Event description:
It was reported that: "unit burned up 3 blades and 2 bend-a-beam's during surgery." There was no harm to the pts. MFR's report #1720159-1999-00167 is for bend-a-beam 1. MFR's report #1720159-1999-00168 is for bend-a-beam number 2.